Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use are known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, a 3.5x18mm xience sierra stent was successfully implanted in the proximal left anterior descending (lad) coronary artery, 90% stenosed lesion. On (B)(6) 2019, while at a skilled nursing facility for right femoral fracture, the patient started expressed indigestion, and a cardiac origin was suspected. Nitroglycerin was provided two times. The patient became diaphoretic, tachypneic, and bradycardic. Aspirin and oxygen were provided and the patient was transported to the hospital. An electrocardiogram was performed displaying an st elevated myocardial infarction and elevated cardiac labs were observed. Additional medication was provided. Coronary imaging was performed and the 3.5x18mm xience sierra stent was occluded with thrombus. As treatment, two additional stents were implanted. The event resolved and the patient is awaiting rehabilitation placement.